Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had a channel leak during reprocessing. There were no reports harm associated with the event. Inspection and testing of the returned the device found that the connecting tube coating was peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that distal end was detached from the bending section and the bending cover adhesive was chipped. The insertion tube coating was peeling and the image was noisy due to damage to the charge coupled device unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defects were likely caused by stress on the insertion section such as physical stress (e.g. Rubbing/hitting the insertion section), chemical stress from reprocessing not recommended by the instruction for use (IFU), or stress of inferior storage environment (e.g. In direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet rays, etc), a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.